Event description:
Recessed silicone septum and damaged internal spike needleless connector. No injury, failure only. For info only. Follow up with MFR complete. During the co's investigation, the co was able to confirm the problem you experienced. The c1000 returned for evaluation was visually inspected and found to have recessed silicone septum and a damaged internal spike; the device was also fluid flow tested and did not meet the performance specification. The damage to the spike is consistent with an incompatible male luer being used to access the clave, and it was noted by the ICU product specialist, that incompatible prefilled morphine sulfate syringes had been in use in the e.r. Along with claves. The co understands that the hospital pharmacy is aware of the incompatibility issue and is in the process of changing to compatible prefilled syringes for use with clave.